Event description:
During preventative maintenance of the device, the user observed an "overspeed 1" error message. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.